Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure, the generator would not reach temperature and the procedure was cancelled. During a 4-channel, monopolar lesion, the generator would not heat up and read as o/c. At some points the generator would read the correct temperature before lesion, but other times it would read 23 degrees c. No channel would heat, even when attempting to use individual ports. The patient was prepped and all needles were placed, but the procedure was cancelled. There were no patient consequences.

Manufacturer narrative:
One nt 2000 ix neurotherm rf generator was received for investigation. Ac power was applied to the generator and the system was powered on successfully. The event mentioned in the event description was not reproduced. Detailed investigation of internal wiring was done, and high voltage leakage and safety testing were conducted. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted while monitoring the port temperatures and impedance. Audible tones emitted were consistent with the modes of operation selected. No hardware anomalies were detected in this investigation. Based on the information provided to abbott and the investigation performed, the reported temperature issue and subsequent cancellation were unable to be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.